Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) confirmed that there was no power to drawer 3 in the main station. The fse replaced the t-card and booted the system into the hardware test application. Drawer 3.1 was tested and passed without issues. Additional testing was performed through the application using inventory functions, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed and not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted. Shut down the station by unplugging the power cord from the back of the station and waited for 10 minutes, reconnected the power plug, turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.